Event description:
Reporting 1 false positive sofia sars result for 1 asyptomatic (off label use at the time) healthcare employee. The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.